Event description:
It was reported that the atrial lead exhibited noise, low impedance and a loss of capture. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the lead was crushed at 21.0 cm to 22.0 cm from the connector pin. In this region, all 5 filars of the outer coil were found fractured. The outer insulation was found cut damaged due to clavicle crush at 21.5 cm to 21.6 cm from the connector pin. Electrical tests found shorting between conductors consistent with clavicle crush damage. This likely contributed to the reported issues.